Event description:
Patient called lfs in 03/03 alleging the meter would only prompt insert strip when inserting the checkstrip. No symptoms reported. No harm alleged. The issue was unresolved with troubleshooting. The meter has been replaced. No further information has been reported.